Event description:
Customer states after one week use on a patient a nurse heard a leak of voice. He confirmed the cuff pressure decreased to 12 cmh2o. Customer confirmed air leakage from the cuff after the tube was replaced.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.